Event description:
Two evoke cap12 trial percutaneous lead kit - 60cm were implanted on (B)(6) 2023. The next day ((B)(6) 2023), the patient started bleeding from the insertion site and notified the physician. The patient was seen (B)(6) 2023 and was still experiencing a small amount of bleeding from the lead insertion site. The physician decided to pull the leads and end the trial. Immediately after the leads were pulled, the patient started experiencing symptoms of a spinal epidural hematoma. The patient was transported to the emergency room. A diagnostic magnetic resonance imagery (MRI) which revealed a moderate sized thoracic and lumbar epidural hematoma with moderate stenosis. It was determined the patient did not require surgery. As of (B)(6) 2023, the patient had not been discharged from the hospital and was still being monitored.